Manufacturer narrative:
(B)(4). The device was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that something in the door that cut the lines. This event occurred while the patient was connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed with no issues noted. Functional and electrical testing were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.